Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. A medtronic representative went to the site to test the equipment. The two passive planar probes in the drawer were checked and both of them were working properly. A manufacturing representative (rep) that worked with the site was shown how the caviwipes alcohol residual could obstruct the camera lenses to emit or receive reflected light signals. The camera was cleaned and 3 registrations were conducted and the device was working as it should be. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was difficulty tracking the passive planar probe. The spheres and lights were checked with no resolution. It was noted that the sterile probe worked without issue. The procedure was completed with a less than hour surgical delay and no impact on patient outcome. Additional information from a manufacturing representative indicated that issue was determined to be due to the camera and residue left from caviwipes covering the led's. It was noted that the probe was proven accurate with no issues on tracking.